Event description:
A report was received that the patient was experiencing pain. It was also reported that the patient was having leg weakness with or without stimulator on.

Manufacturer narrative:
Additional information was received that pain and leg weakness were resolved through reprogramming.

Event description:
A report was received that the patient was experiencing pain. It was also reported that the patient was having leg weakness with or without stimulator on.